Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing pump supplies, the user observed a cartridge leak into the pump chamber and subsequently noted rising blood glucose to 301 mg/dl, with hyperglycemia lasting a little over an hour; the user identified a leak upon removing the cartridge and replaced all supplies without needing assistance. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and return to range reported later. Investigation included user troubleshooting, visual inspection by the user identifying a leaking cartridge, and manufacturing lot identification for the connector, cartridge, and infusion set. Investigation of this case revealed a leaking cartridge and affected pump chamber, consistent with a device component leak involving the cartridge and connector and resulting in elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to a cartridge leak.